Event description:
It was reported that bd posiflush¿ syringe plunger rod broke. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, the child was admitted to hospital for pneumonia. After the venous indwelling needle was successfully punctured by the medical staff, the plunger rod of the flush suddenly broke. After communicating with the patient's family, the flush was replaced and the puncture was normal. The incident did not cause other adverse effects on the patient.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ syringe plunger rod broke. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, the child was admitted to hospital for pneumonia. After the venous indwelling needle was successfully punctured by the medical staff, the plunger rod of the flush suddenly broke. After communicating with the patient's family, the flush was replaced and the puncture was normal. The incident did not cause other adverse effects on the patient.